Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #x3005099803-2012-04937 pertains to the other device. It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2008. According to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices implanted during the same procedure. Associated manufacturer report #x3005099803-2012-04937 pertains to the other device. According to the physician, post procedure in 2009, the patient complained of spotting, feeling a "foreign body" in her vagina and no improvement in her rectacele. The physician noted exposed mesh and treated it with an unspecified vaginal cream. The patient was last seen in 2010 with no problems noted at that time. All other information is unknown and unavailable.